Event description:
It was reported that during the implant procedure, this right atrial (ra) lead had no pacing output. A new lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the event of prolonged procedure. This report is filed to correct the device serial number. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was performed and confirmed the lead was electrically continuous. Visual inspection found deformed conductor coils and puncture holes in the insulation; this damage was consistent with induced damage from a grabbing tool. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported lack of pacing at the implant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead had no pacing output. A new lead was used to complete the procedure. No adverse patient effects were reported.